Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient heard an alarm while out of the house. The patient was admitted and x-rays were performed. The driveline was manipulated in the suspected area, but then the pump shut off and the hospital had difficulty restarting the pump. The pump restarted after about 20 minutes. Evaluation of the driveline determined that the damage to the drive was too close to the exit site for a perc lead replacement. The hospital reported that a pump exchange may take place.